Manufacturer narrative:
According to the customer, (B)(6) 2025 it was discovered that the string was missing from a cottonoid sponge while removing it from the surgical site. The customer said "the string had been suctioned into the neptune machine" and was recovered from the neptune manifold. The customer confirmed that all pieces of the cottonoid were recovered and the procedure was able to be completed. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, (B)(6) 2025 it was discovered that the string was missing from a cottonoid sponge while removing it from the surgical site. The customer said "the string had been suctioned into the neptune machine" and was recovered from the neptune manifold. The customer confirmed that all pieces of the cottonoid were recovered and the procedure was able to be completed.

Manufacturer narrative:
Update to h6: investigation findings (c). Update to h6: investigation conclusions (d).